Event description:
Physician was attempting to treat a lesion in the right coronary artery (rca) using endeavor resolute drug eluting stent. The lesion was severely calcified with 85% stenosis and vessel is non-tortuous. The device was removed from package per IFU, inspected and prepped prior to use with no issues noted. The device could not be positioned at the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. Physician used a new device of same brand and size to complete the procedure. There was no injury to patient. Evaluation summary: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. The distal stent segment was damaged and a number of the middle stent segments were severely misaligned. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of device (severely calcified lesion and 85% stenosis), inherent risk of procedure (stent deformation) evaluation: conclusion: device failure/lack of effectiveness related to patient condition (severely calcified lesion and 85% stenosis), known inherent risk of procedure (stent deformation). (B)(4).